Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system during basic occlusion and unable to prime at four pounds during prime test due to moisture damage inside force sensor resistor.

Event description:
The customer's mother reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was 386 mg/dl at the time of incident. She stated the insulin pump was not dropped or bumped. She stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.